Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and/or if additional information is received.

Event description:
It was reported that during central processing, the shaft of the tenaculum forceps instrument was coming off. There was no report of patient involvement.

Manufacturer narrative:
The tenaculum forceps instrument was re-evaluated and was found with scratch marks/abrasions on the main tube. Main tube scratch marks measured roughly 0.155¿ x .042¿.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument and completed the device evaluation. The instrument was analyzed and found to exhibit scratch marks/abrasions on the orange plastic section of the main tube. Main tube scratch marks measured roughly 0.155¿ x .042¿. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.